Event description:
Adverse event(s): "no patient injury reported" (no consequence or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported the probe had an occlusion. The nurse opened the tubing line, attached a syringe with bss, and pushed the bss backward to the mechanism. The tubing popped out from the back of the cassette. The bss was spread out into the receiver mechanism. A system message displayed. The sys was switched out to complete the case as planned. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the sys and could not duplicate the sys message reported. The bss that sprayed into the cassette receiver mechanism may have dried up. Preventive maintenance was performed. The sys was then tested and met all product specs. (B)(4).